Event description:
The crochet hook broke when it 'got out of the cannula.' It was confirmed that the broken piece remains in the pt's shoulder. A back-up device was used to complete the procedure. It was reported that the surgeon experienced a delay of no more than 10 minutes. Malfunction report form confirms no pt injury resulted.